Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in unknown eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the investigation site for evaluation. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. The provided logfiles show that directly before the reported treatment the same patient was treated with a different patient interface. Review of the logfiles for the treatment day shows no relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. No failure analysis is required even if the reported product is returned, as the reported product did not cause the event, and the event is already covered under a different record. No corrective actions are required because there is no indication the product malfunctioned. The manufacturer internal reference number is: (B)(4).